Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient¿s stimulation was turning off. The patient went to the emergency room on (B)(6) and they were scheduled for an MRI. A manufacturer representative was confident that the system was MRI compatible. The lead was in the t6-t7 area in the epidural space. The ins was in the right location. An ins overdischarge was suspected. Patient compliance was the primary reason for overdischarge. The patient was not able to connect to their ins with their programmer or their recharger. A clinician programmer was also unable to communicate with the ins. The patient last felt stimulation 2 months prior to the report. They were not feeling any stimulation at the time of the report. The last successful recharging session was about 2 months prior to the report. The patient was in a lot of pain. The patient had their device implanted so they wouldn¿t have to take all of their pain medications. Since the device was not charged or working they had to take medications that made them nauseous. The patient only used their stimulation for about 3 months after implant because the stimulation was not comfortable. When the patient would lean forward or back or side to side they would get shocking. The patient had a lot of trouble meeting up with manufacturer representatives for reprogramming and recharging instructions so they let their ins run out. The patient met with a manufacturer representative about 3 months prior to the report and they were walked through recharging. After the appointment the patient was still not able to charge their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.